Event description:
It was reported that after insertion the pt went to x-ray. It was found that the tip of the balloon remained "flat" after inflation. As a result, the iab was replaced and the problem was resolved. There were no pt complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.